Event description:
It was reported the device was being replaced due to a recent advisory. During the extraction procedure, the device was lifted out of the patient's pocket and immediately quit pacing. The patient was paced via an external pacing unit. The device was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: testing revealed no output and no telemetry. The no output and no telemetry conditions were the result of lifted hybrid bond wires.